Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the device went into threshold suspend. The customer states their blood glucose and sensor readings were off. The customer's blood glucose level was 176mg/dl, but has been as high as 250mg/dl. The customer state their sensor suspends was set at under 60mg/dl. The customer declined to troubleshoot the device. The customer believed the sensor was the issue.